Event description:
Pt implanted with veptr I on left and right side of spine several years ago. Implant on right side became dislodged. Surgeon believes the last lengthening may have caused the implant to dislodge. The right side veptr was removed and replaced with veptr ii on (B)(6) 2012. Left side of veptr I remained implanted in the pt. This is the 3rd of 4 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.